Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted anima, alleging a casing/condition (external component issue) issue. It was reported that the cap was damaged with stripped threads. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/09/2016. Device evaluation: the battery cap was returned to animas and evaluated on 08/16/2016 with the following findings: the battery cap was found to have torn threads.